Event description:
Opal implant at l5/s1. The initial case was performed more than 3+ months prior to the realization of posterior exiting\migration of the opal implant at l5/s1. The pt was brought back to the operating room on friday (B)(6) 2012. Surgeon states the matrix locking cap was loose and he tightened it back down after impacting the opal graft back into position. Surgeon states the graft appeared to migrate once again and thought it best to revise with a new screw at s1, a new rod and 2 new locking caps. The graft was once again repositioned on (B)(6) 2012, the s1 screw was removed along with the rod and 2 locking caps. He replaced the s1 screw with a larger diameter matrix screw, a new rod and 2 new locking caps. This report is #4 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.